Manufacturer narrative:
(B)(4).

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and cleaned the inspiratory flow sensor, which resolved the issue. The ventilator passed self testing.